Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were visible, and was corrected. It was also found that the left flip door was missing, which was replaced as well.